Event description:
The pt had undergone mastectomy & breast reconstruction subsequent to cancer. The pt had developed a saline leak of the implant. In addition, the pt had developed massive breast hypertrophy on the opposite side which gave rise to back pain. The pt was counseled about the operation, the alternatives, & the complications, & requested that we proceed.